Event description:
It was reported the patient has ineffective stimulation in her low back. Images revealed the lead has not migrated. Reprogramming was tried to no avail. The physician implanted a second lead on (B)(4) 2014. The patient reported she receives effective stimulation post operatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.